Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pacemaker that was at eri. It was noted that the device was in backup vvi. The device was explanted and replaced. The patient was stable